Event description:
On (B)(6) 2008, this patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a follow-up CT scan reportedly showed extravasation in the aneurysm sac. It was reported that the patient's aneurysm had not ruptured and no aneurysm enlargement was identified. However, a distal type I endoleak associated with the trunk was reportedly causing retrograde flow back into the aneurysm sac. It was reported that the endoleak was caused by disease progression into the right common iliac artery. On (B)(6) 2011, an additional procedure was performed whereby a contralateral leg component for distal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.